Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensitivity of the lead has been adjusted in the past and the twos has persisted despite intervention attempts.

Manufacturer narrative:
Concomitant medical products: dtmb1d1, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and chronically low amplitude r waves. The rv lead remains in use. No patient complications have been reported as a result of this event.